Event description:
This complaint is from a literature source. The following literature cite has been reviewed: graham sm, render l, moffat c, lubega n, mkandawire n, young s, harrison wj. Total joint arthroplasty in hiv-positive patients in malawi: outcomes from the national arthroplasty registry of the malawi orthopaedic association. Jb js open access. 2021 nov 4;6(4):e21.00022. Doi: 10.2106/jbjs.oa.21.00022. Pmid: 34746631; pmcid: pmc8568373. Objective and methods: in this observational study, the authors describe the medium-term outcomes of total joint arthroplasty (tja) in human immunodeficiency virus (hiv)-positive patients in malawi implanted between january 2005 and march 2020. The data utilized in this study was obtained from the national arthroplasty registry of the malawi orthopaedic association (narmoa). There were 102 thas and 20 tkas reviewed. Of th103 thas, 42 hips were charnley flanged, or round-back femoral stems paired with cemented ogee all-poly cups and 51 hips were cementless competitor products. For the 20 tkas, 11 were pfc sigma and 9 were competitor. All tjas requiring cement utilized depuy smartset ghv gentamicin bone cement. The authors do not specify 7 complications with 6 revisions associated with the thas and tkas. The tha infection and tha/tka revisions for loosening do not have sufficient information to determine if depuy devices are associated with these events. As the knee devices are all cemented, this complaint will capture the one I& d to treat superficial wound infection after tka implantation. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: smartset gentamicin cement adverse event(s) and provided interventions associated with depuy devices: I superficial wound infection successfully treated with surgical I & d washout 6 weeks after primary unknown tka with no revision.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.